Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, a patient had a tha with a depuy adept metal on metal hip system and an accolade stem on (B)(6) 2009. The surgeon planed to replace the adept mom system with a trident cup and delta or metal head due to a hip pain. During the surgery, when he dissociated the head from the accolade stem, he noticed some metal abrasion powder, corrosion and wear on the neck trunnion. Therefore, he replaced all implants with a restoration ha 145, trident cup, x3 insert and delta head.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. The surface indicated that a likely corrosion process was present in this region of the stem trunnion. The device was dimensionally within specification. The material analysis report concluded that: the trunnion of the hip stem exhibited indications of corrosion. The side most affected was the anterior side of the trunnion. The base metal was found to contain ti-mo-zr-fe consistent with an astm f1813 alloy. No material or manufacturing defects were observed on the surfaces examined. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, no material or manufacturing defects were observed. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that, a patient had a tha with a depuy adept metal on metal hip system and an accolade stem on (B)(6) 2009. The surgeon planed to replace the adept mom system with a trident cup and delta or metal head due to a hip pain. During the surgery, when he dissociated the head from the accolade stem, he noticed some metal abrasion powder, corrosion and wear on the neck trunnion. Therefore, he replaced all implants with a restoration ha 145, trident cup, x3 insert and delta head.